Manufacturer narrative:
(B)(4).

Event description:
It was reported patient presented in clinic after receiving notification alert. Device was post-paced t-wave oversensing on ventricular channel. Suggested programming changes were made. No further issues were reported.